Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient fell directly on the ipg site. As a result, the patient experienced ineffective therapy with shocking sensations and frequent recharge burden. A manufacturer representative met with the patient and diagnostics indicated that in the addition to the reported issues, the ipg was also superficial and moveable in the pocket after the patient reported losing a significant amount of weight. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved all reported issues.